Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist informed that the es server datasync indicated the device was not communicating and the customer granted permission for it. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was on critical override and disconnected mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.